Event description:
It was reported that the battery gauge was fluctuating, leading to a pump shutdown. Additionally, it as reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose was 131 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.